Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #:8030965-2013-02302. Placeholder.

Event description:
During an orthopedic surgery on (B)(6) 2013, reportedly there was an unsteady trigger on the small battery drive. No injuries or medical intervention was reported. A spare small battery drive was available for use. It was reported no patient information is available. No additional information is available. This is 1 of 1 report for complaint (B)(4).